Event description:
Follow-up from the surgeon on 01/10/2018 provided that the patient complained of pain 2 weeks after replacement of the generator. The patient described the pain as severe and interfering with his sleep. The vns showed high impedance. The lead was observed to be broken upon removal from the patient on (B)(6) 2017. The lead pin was attempted to be re-inserted prior to the damage to the header, but did not resolve the high impedance.

Event description:
It was reported by a medical professional that at an office visit the vns patient had high lead impedance. The patient had just had replacement surgery on (B)(6) 2017. Impedance during the surgery was reportedly ok after two diagnostics tests. The provider turned the output current to zero. X-ray images were received by the manufacturer. The lead pin did not appear to be fully inserted into the header block. Based on the x-ray review, the cause of the high impedance is likely due to incomplete pin insertion. Full revision surgery occurred (B)(6) 2017. Review of the manufacturing records for the generator confirmed all quality specifications were passed prior to distribution. Additional relevant information has not been received to-date. The explant facility does not return devices to the manufacturer.

Manufacturer narrative:
Event description, corrected data: results of the DHR review were inadvertently not provide on the initial report.

Event description:
Review of the manufacturing record for the generator confirmed all quality specifications were passed prior to distribution.